Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor error and no delivery alarm. The blood glucose of the customer was unknown. The customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery and occlusion tests. No motor error alarm was noted during testing. The motor was tested outside the unit and it passed.